Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11486. Related manufacturer reference number: 2017865-2020-11487. Related manufacturer reference number: 2017865-2020-11489. It was reported that the patient presented in the clinic with oozing from the device pocket, the patient had developed an infection. The patient complained of vomiting and diarrhea. The entire system including the implantable cardioverter defibrillator (ICD), right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted on (B)(6) 2020. No patient condition was reported.